Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens remains implanted in the patient and is therefore not available for evaluation.

Event description:
In 2006, the patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the patient reports severe glare which has made it difficult to drive at night and use a computer. Her physician informed her that she has large pupils which may be a significant contributing factor. The crystalens remains implanted and her physician has prescribed alphagan drops to instill in the eye prior to driving. The patient reports being able to see well when using the drops. The event is being reported based on lack of information regarding the cause of the event. Further information has been requested from the physician. The association between the device and the event is unk.